Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's medtronic diabetic therapy consultant reported via (B)(4) that the customer had a hypoglycemic episode five years ago that required medical intervention. The patient's blood glucose at the time of incident was 37 mg/dl and paramedics were called. The patient was unsure if an injection of glucagon was used. She confirmed that she is now okay and does not want a call back. No products were returned or shipped.